Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided x-ray image confirmed that the offset bolt had fractured. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since 01-jan-2015. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: no deviations or anomalies found for the routed phases at the warsaw site.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femur/boss implant broke inside the patient. All the implants were removed. Doi: (B)(6) 2013. Dor: (B)(6) 2021. Left knee.